Event description:
Medtronic received information regarding a rist catheter that broke within the patient's body requiring additional surgery. It was reported that the rist guide catheter would not advance in the right brachial artery and got stuck. When the physician attempted to remove the catheter it snapped and broke, leaving a broken segment in the patient's body. Vascular surgery had to take patient to the operating room to remove the catheter fragment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the patient's vessel was said to not be tortuous, but very tight. Upon removal, the catheter started to unwind and the tip broke off. X-ray images had confirmed the tip in the vessel. Upon completion of the neuro intervention, the patient was taken to the operating room for successful retrieval of the catheter by the vascular surgeon. The patient was said to be recovering well. The event resulted in a prolongation hospitalization, but did not result in a disability and was not said to be life threatening. The patient had been being treated with cns embolization for a ruptured brain aneurysm and with a thrombectomy for a stroke located in the brachial artery.

Manufacturer narrative:
H3: product analysis of (B)(4), lot no:23945-01 as found condition: the rist radial guide catheter, penumbra catheter, and unknown guidewire were returned for analysis within shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the rist hub. Dried blood was found within the hub. The rist radial catheter was found stretched starting at ~38.0cm from the proximal end and the catheter body broke in several locations (3 segments) starting at ~43cm from the proximal end. Dried blood was found within the rist catheter segments. The distal tip and marker band was not returned for analysis. The penumbra catheter was found stuck within the rist radial guide catheter. No damages were found with the penumbra hub. The penumbra catheter body was found stretched. The rist catheter inner coil was found entangled on the penumbra catheter. No damages were found with the guidewire pusher or guiding tip. Testing/analysis: the rist total and usable length could not be measured due to the severe catheter damage. The penumbra outer diameter was measured to be 0.0067¿, which is compatible for use with the rist catheter. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿difficulty navigation and ¿catheter ent rapment/difficult removal¿ were likely to have occurred as the damages found is consistent with these failures. Customer reported the ¿tight¿ vasculature contributed towards the difficulty navigation and removal. The customer report of ¿catheter separation/break¿ and ¿catheter stretch during removal¿ were confirmed. It is likely these damages as well as the penumbra catheter stretching occurred due to retracting against resistance. Dried blood was found throughout the catheter and within the hub, potentially contributing towards resistance. It is likely insufficient continuous flush was used, causing blood to backflow up the micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.